Manufacturer narrative:
The swan-ganz catheter was received for a full examination. The report of balloon leakage was confirmed. During visual observation, a tear approximately 1mm in length was found at proximal bonding area. The balloon edges did not match at the torn region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The controls to defect the failure mode being evaluated are established in the manufacturing process. As part of the manufacturing process, the units go through a leak and flow test and a balloon inflation and visual inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, when testing this swan ganz catheter, the balloon could not be inflated since there was an air leakage. There was no allegation of patient injury. The device was received for evaluation and a tear was found on the balloon. The balloon edges did not match at the torn region. Patient demographics unable to be obtained.